Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they hadn't been happy with the implanted neurostimulator (ins) and they noted their controller stopped working maybe 6 months ago, but they didn't know the date of event (patient services specialist (pss) understood this as the pt wasn't receiving therapeutic relief). Pt couldn't clarify what wasn't working with the controller. Pt noted the controller was reprogrammed and their "controller" was working, but after 3 months, their controller stopped working again (pss understood this as the ins was reprogrammed and 3 months after they stopped receiving therapeutic relief again). Pt noted they can do without the stimulation and their stimulation doesn't do much good. Pt didn't know when they stopped having therapeutic relief, but pss understood this as maybe 6 months ago when they said their "controller stopped working." Pt noted they needed to know if they could have an MRI. Pt hadn't charged their ins in probably 3 months, but they just charged their controller. Pt attempted to initiate a charge session to their ins, but saw the "memory problem, data has been lost" message and they saw the "no device found" message, but they advanced to the passive recharge mode. Pss reviewed the meaning of passive recharge mode. During the call, the pt advanced past the passive recharge mode and was charging with excellent quality. Pt noted their controller battery was at 100% and their ins battery was empty. Pt attempted to enter MRI mode, but saw the "MRI mode not available, the device battery is too low, recharge your implanted de vice." Pss suggested the pt call back ps when their ins battery was at least charged to 50% for further assistance entering MRI mode to confirm their MRI eligibility. Redirected caller: other (document in note)hadn't been happy with the implanted neurostimulator (ins) additional information was received from the patient. It was reported that they are having their device removed on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported loss of therapy was cause from device stopped working and was hurting.